Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval. It was visually confirmed that the bur was broken along the shank. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke. It was further reported that there was no adverse consequences or delays as a result of this event; another bur was available to complete de procedure.